Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty during removal and advancement could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that an esprit btk bioresorbable scaffold system (bvs) encountered resistance advancing and removing over the guide wire prior to entering the sheath. Analysis of the returned guide wire noted the bvs was frozen on the guide wire. The guide wire lumen of the bvs was bunched and damaged. Damage to the guide wire lumen would impact the devices maneuverability over the wire. In this case, it is likely that inadvertent damage to the bvs contributed to the resistance encountered during advancement and removal over the wire. Additionally, the core of the guide wire was noted to have kinks. It is likely that manipulation of the guide wire contributed to the noted kink. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a totally occluded lesion in the posterior tibial artery. The 3.50x38mm rx esprit btk system was prepared and loaded over a command es guidewire (gw) and was being advanced when it met strong resistance with the gw and could not be advanced to the sheath. An attempt was made to remove the esprit however it was stuck and would not move. Force was applied and the hypotube separated. The commend gw was then cut in half to remove the esprit from the wire; the other half of the command gw was left in the anatomy to maintain access. A sparta gw was advanced as a buddy wire which allowed the command gw to be removed from the anatomy. A new esprit was advanced over the sparta gw without issue to complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number